Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I free t4 (ft4) results on one patient diagnosed with hyperthyroid on multiple alinity I processing modules. The result provided were: on (B)(6) 2024, sid (B)(6): initial= 16.9 pmol/l /redrawn and repeated on (B)(6) 2024, sid (B)(6) =18.0 pmol/l. On (B)(6) 2024 at saskatoon labs on roche=24.1 pmol/l. Previous history on (B)(6) 2024 on roche=29.4 pmol/l. On (B)(6) 2025 at sktnhr on roche=28.8 pmol/l. On (B)(6) 2025 on alinity =13.80 pmol/l /on roche=18.3 pmol/l / on beckman=31.6 pmol/l. Laboratory reference range for alinity ft4=9 to 19 pmol/l; roche=11.1 to 22.0 pmol/l; beckman=8.0 to 15.0 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I free t4 reagent lot 65500ud00. Return testing was not performed as returns were not available. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I free t4 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65500ud00. Additionally, in-house performance testing was completed which indicates the product is performing as expected. In-house testing was completed using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number 65500ud00.